Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an ipg replacement procedure. Additional information was received that the patients ipg was no longer holding a charge. The patient was doing well postoperatively and the explanted ipg was discarded per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.